Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that an unexpected reset occurred. It was also reported that the pump battery could not be charged. Customer¿s blood glucose level was in 167-200 mg/dl range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.